Event description:
Pt had implantation of heartmate hvad as destination therapy. Used off-labeled. Pt high risk for creation of abdominal pocket. Pt presented with hemoptysis on (B)(6) 2016. Died on (B)(6) 2016. Autopsy showed erosion of the device into the lung.